Event description:
During testing, a 'low fio2' alarm occurred. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.